Event description:
It was reported that the large led had disassembled from the device during a total knee procedure conducted at the user facility. The procedure was completed successfully without any delays, medical interventions, adverse consequences, or impact to the patient.

Manufacturer narrative:
The reported event that the front black cover is broken was confirmed during visual inspection. It was observed that the led lens was broken off. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the large led had disassembled from the device during a total knee procedure conducted at the user facility. The procedure was completed successfully without any delays, medical interventions, adverse consequences, or impact to the patient.